Event description:
It was reported that due to the existing ongoing issue of the presence of counterfeit hernia mesh products identified in pakistan, a tri-target investigation was initiated to identify the supply and conduct the appropriate action in pakistan. During the visual analysis of photos, multiple labeling discrepancies were identified, for example, incorrect manufacturing and expiration dates. In addition, the writing style and font of the product artwork did not match the information on file.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos shows multiple labeling discrepancies were identified, for example, incorrect manufacturing and expiration dates. In addition, the writing style and font of the product artwork did not match the information on file. Based on the photos received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. D4: UDI: (B)(4) unavailable - counterfeit product.